Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there were communication, telemetry issues and coupling issues. There was stimulation in the wrong location. The patient was reporting stimulation in the ribs and left arm for the past 2 months prior. The patient felt the battery ¿twist¿ in her pocket about 2 months prior and then she began having stimulation in the ribs and difficulty charging. There was less than 50% therapy relief at the device pocket, there was poor coverage. The patient status at the time of the report was alive, no injury. Actions were not taken yet but were planned. The surgeon would possibly revise the pocket. The healthcare provider (hcp) ordered an x-ray of the lead and would decide what to do from there. Information regarding if there was a pocket revision scheduled and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
When contacted for follow up information, the healthcare professional (hc) reported that they had not seen the patient since before (B)(6) 2014 and noted that were no currently an active patient with them. If additional information is received, a follow-up report will be sent.